Manufacturer narrative:
The reported complaint of a solex 7 catheter leak was confirmed during function testing. A pinhole leak was observed at the middle of serpentine balloon. Probable cause of the reported complaint was due to a latent material defect. No physical damaged observed on the returned solex 7 catheter during visual inspection. Balloon was covered in dried blood. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. Solex 7 catheter was connected to a pressurized inflation device. Immediately upon pressurizing, a pinhole leak was observed at the middle of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for solex 7 catheter with lot number 95374. Ccr (B)(4) reported on (b)(60 2020, a pin hole leak at the serpentine balloon.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that after placing a solex 7 catheter (lot #unknown) on a patient in the right internal jugular, blood was observed in the tubing. The catheter was pulled without incident and a second catheter was then placed in the left internal jugular to continue with ivtm therapy. The insertion of the catheter was smooth with no issue. No known impact or consequence to patient information was provided?